Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - when surgeon was implanting the noted baseplate about the baseplate screw brook off from the baseplate leaving the shaft of the screw in the glenoid. Surgeon was able to remove the broken screw and he implanted a second baseplate. Patient had very dense bone and a retorted glenoid.

Manufacturer narrative:
The reason for this primary surgery was reported as baseplate screw broke off. The healthcare professional indicated there was a significant adverse event to the patient. There was a 35 minutes delay in surgery and another suitable device was available for use. This event occurred during surgery near the patient. The components were inspected prior to surgery and were acceptable. The device was disposed of at hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component, when released for use, met design and manufacturing requirements. There were no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. Complaint database review shows a total of 7 complaints against item 508-32-204 for failure code. Those are broke during the primary surgery. This is the first complaint against lot number 769p2475 across all failure code categories. There are no indications that this item has a design or material deficiency. The root cause for this complaint is that the baseplate screw broke off, however the item will not be returned for investigational review. Surgical components condition can be determined while being used for its intended purpose. The replacement of surgical components during use does not indicate a product deficiency, failure, or issue. No further action is deemed necessary at this time. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.